Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was reported the incorrect old drug desired dose for the bridge bolus was entered. The patient did not experience any symptoms. The pump was delivering clonidine, bupivacaine, dilaudid and morphine. It was later reported the hcp refilled the pump and put the incorrect old drug desired dose to more than double what it needed to be. The hcp was planning to meet with the patient.